Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that a red alert was detected for high out of range shock impedance measurements. No revision procedure planned for the near future. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) remains in service. At this time there is no additional information. Should additional information become available this report will be updated.